Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection found no anomalies. Bench analysis found that the device powered up normally. The device was run on the automated test console, all tests passed. The device was tested hot and cold, no errors were observed. The error log was reviewed and the reported errors were noted in the error log. Conclusion: confirmed the reported event from the error log, but the condition could not be reproduced in the lab. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of generated errors using the device log data and determined that the main printed circuit board needed to be replaced. It was further noted that the device failed incoming testing, the main printed circuit board was realigned and the testing then rerun ten times and the device passed all. Analysis also found that the display wires were pinched but the insulation was not compromised, the cables returned with the device passed continuity and visual inspection and that the log showed two stuck buttons detected and two recovered. The high rate on the counter was verified through at the 800 setting and no anomalies were observed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator generated errors. It was further reported that it was unknown when the errors occurred. The user was using vvi mode. The call-taker had the user power the generator off and remove the batteries. The user stated that the battery voltage was good. The generator was returned for service. There was no patient involvement.